Event description:
New information noted that patient presented in an emergency room experiencing diaphragmatic stimulation and it was noted that device went into back up mode. High voltage therapies were active at the time of backup mode. Programming changes were made to restore the original mode. Patient condition was stable.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) went into back up mode. No intervention was reported. Patient condition was unknown.